Event description:
It was reported that revision surgery was performed. Pain, weakness of the legs and hips, elevated cobalt and chromium levels, fluid accumulations around the hip, tissue damage, necrosis and exposure to metal debris reported.